Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the customer continued to use the pump for insulin therapy. Additionally, the customer experienced difficulty charging the pump with the usb cable. The pump was able to be charged successfully with an alternate usb cable. The customer's blood glucose level was 220mg/dl.